Event description:
It was reported that one day post procedure, increased thresholds and increase impedance were observed. A lead dislodgement was suspected, however, chest x-ray showed no dislodgement according to the physician. Patient was asymptomatic. On (B)(6) 2017, the lead was capped and replaced as the pacing thresholds were still unacceptable. Lead impedance was stable. Patient was doing well post procedure and will be followed up normally.